Event description:
The customer contact reported inaccurate readings; subsequently, the pt was treated based on the readings. On an unspecified date and time, the nurse reported that following an unspecified cardiac surgery, a cardiac index (ci) of 1.2 l/min was displayed on the monitor. The pt was given an unspecified concentration of epinephrine. It was reported that based on the displayed ci, the "nurses were treating the number, but the number wasn't accurate." It was reported that "the pt was probably cold due to being post open heart." The device was removed from clinical use. Monitoring was resumed using a replacement monitor which "more closely reflected the pt's status." There were no reported adverse pt effects. The customer contact reported that "nothing detrimental happened to the pt." No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).